Event description:
A caller reported an issue with the mobi mobile app, which was frozen on the fill tubing screen. There was no adverse impact to the customer's blood glucose level. Despite attempts to troubleshoot by re-launching the app, re-pairing the pump, and resetting it, the issue persisted. Customer reverted to an alternate method of insulin delivery.